Event description:
It was reported that the vns patient went to the ER due to multiple seizures. The patient had been previously seizure free and magnet activations were not preventing seizures. It was determined that the patient¿s medication level was too low. The patient¿s medication and device settings were increased in the ER. The events were initially believed to be due to low medication levels; however, follow-up with the patient¿s physician indicated that the event¿s relationship to vns is inconclusive. The physician stated that the patient¿s low device settings and medical noncompliance with office visits may be contributing factors. The patient¿s device was tested and diagnostic showed normal device function. The patient¿s increase in seizures was above pre-vns baseline levels. The patient¿s magnet swiping had not been observed to confirm proper technique.